Manufacturer narrative:
As of december 01, 2025, retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received on september 10, 2025, the consumer states that the product caused a burn and peeled her skin. On the completed cir received from the consumer on november 06, 2025, the consumer states that the bandages burned her skin around the wound. The consumer went to urgent care and was prescribed antibiotic cream. In the form, consumer stated the issue was with the tape area and that the symptoms corrected after she stopped using the product.